Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no pt involved." (No consequences or impact to pt). Product problem(s): "error code displayed." (Device displays error message). The customer reported an error message was displayed during the procedure. No system shut down or switch out was reported. No pt impact was reported. Additional information was requested.